Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was not getting insulin. The customer's blood glucose was 490 mg/dl. Advised customer to discontinue use of the pump. Recommended customer refer to back up plan. The customer treated high blood glucose with insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test or verify possible under delivery anomaly due to blank display. Unit had cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.